Event description:
It was reported that customer experienced cgm error 42 while using g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received full pump reset instructions, completed pump reset with guidance, did not experience repeat cgm error, and successfully started new sensor session.